Manufacturer narrative:
Result: fowler motor clutch.

Event description:
It was reported by service report that the fowler would lower slowly with the patient on it. There was patient involvement; however no adverse consequences are reported.